Event description:
Light handle cover fell off during open heart surgery case onto pt. Dr will no longer allow covers to be used in any cases. When it was removed from the package it was wrinkled and misshaped, it seems to not securely fit the light handle - this is a second incident.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-eval. Review of photos showed that the light handle cover was not being used with the aspen adaptor. The cover is designed specifically for the aspen adaptor.